Event description:
Infectious syndrome, the pt is put under antibiotic. The catheter has been in place since (B)(6) 2011.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of revb0996 showed no other similar product complaint(s) from this lot number.